Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 30may2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The distribution panel was replaced by the fse in order to resolve the issue.

Event description:
The customer reported that the machine was not switching on. There was no patient involvement.